Manufacturer narrative:
MFR received date: 09 sep 2019. Additional details were received. The lcd was also reported to be dim, contributing to the customers desire for the upgrade. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 30 aug 2019. The customer reported that the patient connection sensor was damaged. The foot retention plate was damaged. The top cover, cpu tray cover, and fan grid filter/retainer were also replaced. The user interface (ui) printed circuit board assembly (pcba) and cable which connects the ui to the liquid crystal display (lcd) were ordered for the unit in order to upgrade the (lcd). A quote was given to the customer for lcd replacement. The fse replaced the data acquisition (da) printed circuit board (pcb) to address the patient connection sensor issue. The damaged top cover, foot retention plate, cpu tray cover, and fan guard filter/retainer were all replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the patient connection sensor was damaged. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition (da) printed circuit board (pcb) to address the reported issue.

Event description:
The customer reported that the patient connection sensor was damaged. There was no patient involvement.